Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience low blood glucose. The customer's low blood glucose at the time of incident was 40 mg/dl and current blood glucose is 86 mg/dl. The customer's other blood glucose was 36 mg/dl. The customer was treated with food. The customer stated that they were not using the auto mode feature. Customer reported that they did not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.